Manufacturer narrative:
MDR 1219913-2022-00378 was initially filed on 2022-11-08. Additional information, 2022-12-13: siemens healthcare diagnostics inc. Investigation confirmed that the failed calibrations are due to the standard s01 value in the master curve card (mcc) for the advia centaur systems lots 19529015 and 27236015, being set at 0.1 index. The s01 value should be 0.01 index. The issue is isolated to the advia centaur systems scovg lots 19529015 and 27236015, smns 1120376 and 1120379. Customers were notified of the issue and instructed to discontinue use of the kits. (Us: cc 23-01.a.us was sent to us customers on 2022-12-16 and outside the us: cc 23-01.a.ous was sent to customers on 2022-12-16 who have received the advia centaur systems sars-cov-2 igg (scovg) lots 19529015 and 27236015). Note: in section h6, the codes for type of investigation, investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from outside of the united states observed reproducible calibration failure due to high cv and excessive deviation for the low calibrator when using the advia centaur xpt sars-cov-2 igg (scovg) assay. There are no allegations of patient harm, changes in treatment, or diagnostic delays due to the observed calibration failure. Preliminary results of siemens' investigation indicate the existence of a confirmed product problem preventing successful calibration of the assay. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics continues to investigate.

Event description:
The customer reports observation of reproducible calibration failure due to high cv and excessive deviation for the low calibrator when using the advia centaur xpt sars-cov-2 igg (scovg) assay. There are no known reports of patient intervention or adverse health consequences due to the scovg calibration failure.